Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The ipg was explanted and replaced with a leadless implantable pulse generator (ipg), however it was suspected the infection was still ongoing so the leadless ipg was also explanted. No further patient complications have been reported as a result of this event.